Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system displayed 'cuvette failed water blank' errors and several quality control (qc) failures occurred. Customer reported that they replaced wash probe 1 which was bent upward. Customer reported that the cuvette overflowed with wash concentrate. The overflow drained into the reaction wheel trough, then into the gravity sump, where the instrument disposed of the material into the instrument waste steam. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the wash/vacuum probe 2. The fse checked alignment of the cuvette wash station and found all 4 probes were out of alignment. The fse performed alignment of the probes. The fse performed a 'wash all cuvettes' procedure with no errors observed. The fse tested quality control (qc) for all chemistries and no failures observed. The fse retested samples tested earlier in the day and noted the results matched. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
(B)(4).